Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a biopsy was obtained from the esophagus. However, the forceps did not close properly, resulting in a tear of the esophageal mucosa. No intervention was required to treat the tear, and it was noted that no bleeding occured as a result of this event. The physician was able to remove the forceps and the sample with no damage to the scope. The procedure was completed with this device. Additionally it was noted that the anatomy of the patient was not tortuous and the device was inspected and tested prior to use and no anomalies were found with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.